Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition substantiated the reported suture break as it indicated that the suture broke at the knot; however, it was likely due to post-procedure manipulation rather than a device failure. Inspection of the returned device indicated that a posterior cuff-to-needle tip detachment occurred while retracting the needle plunger to retrieve the suture as evidenced by damaged posterior cuff tabs and needle barb. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the posterior cuff-to-needle tip detachment could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a suture break occurred. A non-abbott device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.